Event description:
The customer contacted heartsine to report that their device's on/off shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's on/off shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
On receipt at heartsine the device was unable to shock. This was attributed to corrosion within the membrane pcba, on the shock button contact pads and underside of the shock button dome. This had resulted in the shock button failing to make contact with the membrane pcb, therefore the device could not shock when prompted. The fault could not be replicated after the corrosion was cleared from the membrane pcb. Furthermore, corrosion observed on the on/off button contact pads on the membrane pcb, which may have resulted in a partial contact between the on/off button and the membrane pcb, leading to the device unable to power on and failing the saver evo diagnostic tests as shown in the customer¿s video. However, the device was able to power on without fault during the investigation. It is possible that repeated testing of the on/off button prior to receipt at heartsine dislodged some of this corrosion, enabling the button to function. The corrosion on the shock button dome and its contact pads, on/off button contacts pads, alongside corrosion on the membrane tail and screws, would indicate that the device had been stored outside the indicated conditions.